Manufacturer narrative:
(B)(4).

Event description:
It was reported "medium handle broke while using". No injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned 1 rusch polaris fo su medium handle (44402) for evaluation. Upon receipt , the handle was visually inspected. The metal rod on which a blade would mount as well as the plastic in that same area was missing from the handle in this same area. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The complaint of a broken handle has been confirmed by a complaint investigation of the returned sample. The metal mounting rod and the plastic that would have held it in place were missing from the handle. Based on the complaint returned the root cause of this compliant is likely supplier related. A scar (supplier corrective action request) has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Event description:
It was reported "medium handle broke while using". No injury or harm reported. Patient condition reported as "fine".